Event description:
Refrence number (B)(4). Event occured in germany. It was reported that since (B)(6) 2026, the patient developed a syringe abscess at a previous infusion site on the right thigh, with pus discharge. The abscess was treated with oral antibiotics. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.